Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose discrepancy which resulted in low blood glucose event. The customer reported blood glucose value of 39 mg/dl. The customer reported hypoglycemia and loss of consciousness and was treated with carb intake, disconnected from the insulin pump, admitted to hospital and emergency medical service was dispatched. The event involved products mmt-243a, mmt-332a, mmt-7040a, mmt-1884l. Troubleshooting was performed for sensor glucose vs blood glucose and the customer did take medication as acetaminophen. The sensor glucose reading was 125 mg/dl and blood glucose was 39 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. Troubleshooting was partially performed for hypoglycemia and later customer declined. It was unknown whether the auto mode feature was on at the time of incident. The customer has been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue using the sensor, reservoir and infusion set. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-7040a. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.